Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00x28mm promus premier stent was inserted into the guide catheter. As the physician was maneuvering the device up in the guide catheter, it was noted that the proximal end of the hypotube shaft was kinked. An attempt was made to straighten the shaft however, it broke. The device was removed from the patient's body with the stent still intact on the stent delivery system balloon and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.